Event description:
It was reported that the patient underwent a revision procedure due to pain when the device was inflated and was less rigid than expected with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a competitor product was implanted.